Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was loss of image. It was confirmed that the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: seemed like the wide receivers shorted out and the signal was lost salesforce case number (B)(4). The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the wise rx board failure. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was loss of image. It was confirmed that the procedure was completed successfully.